Event description:
Sprint fidelis lead (high voltage defibrillation lead malfunction). Sprint fidelis high voltage lead on recall. Lead had a sudden increase in lead impedance. Suspect lead fracture. Lead abandoned on (B)(6) 2014 and new lead implanted. Medtronic company aware.